Event description:
A hospital in (B)(6) reported: a patient with a femoral trochanteric fracture was successfully implanted with a j-pfna on (B)(6) 2013. On (B)(6) 2013 patient was in rehabilitation and weight bearing. An x-ray was taken on (B)(6) 2013, one week post operative. The surgeon noted the bone head rotated and the blade had cut through the femoral head. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis (B)(4). Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. Contact name changed to (B)(6).